Event description:
One pt with discrepant d-dimer results. Initial result gave 1.8; repeat gave 2.0. Sample tested by a different method gave 18.0 and 19.0 respectively. If add'l info is rec'd, appropriate notification will be provided.